Manufacturer narrative:
Device used for treatment, not diagnosis. Patient identification number (B)(6). Patient age, dob, gender & weight not provided for reporting. (B)(4). Lot# dsd9110. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: DHR review request: part #: 07.704.003s. Lot #: dsd9110. During DHR review, please identify specific site to perform sterility review. DHR review: part number: 07.704.003s. Synthes lot number: dsd9110. Supplier lot number: n/a. Release to warehouse date: 01-mar-2017. Expiration date: 28-oct-2018. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure on (B)(6) 2017 around 5:30 pm, the norian drillable inject 3cc-sterile failed to mix. The paste syringe was nearly empty. The surgeon used another norian drillable inject 3cc-sterile to perform the procedure. The surgery was completed successfully with a 3-minute delay. This complaint involves 1 part. Concomitant device(s) reported: rotary mixer (part #: unknown, lot #: unknown, qty: 1). This report is 1 of 1 for (B)(4).